Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot; the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d6a, d10 concomitant.

Event description:
Revision of attune revision femoral component, including sleeve and stem for stiffness. Patient underwent revision attune approx 3 years ago (exact date unknown). Presented with stiffness, fixed flexion at 25-30 degrees. Femoral components removed and srom rotating platform hinge femoral component with attune cross over bearing inserted. Surgeon able to get full extension on the table. Tibial components not revised. Trying to source component sizes and lot numbers from customer services. If other, describe : revision of attune revision femoral component to srom hinge., was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study : no, (B)(4). Device property of :none, device in possession of :none, (B)(4). Device property of :none, device in possession of :none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.